Event description:
It was reported that capture was not observed at maximum output on the right ventricular lead. At maximum output, the patient experienced muscle stimulation. Ventricular oversensing of atrial fibrillation was also noted. X-ray revealed that the lead had been placed near the atrium. The lead was capped and replaced on (B)(6) 2014.